Event description:
Same case as: 2134265-2012-06498. It was reported that during a percutaneous transluminal intervention, balloon burst occurred. The lesion being treated was located in the cephalic vein. During the procedure, the physician used a 6 french non-bsc sheath. Predilation was attempted with two balloons (mustang 9.0 x 80, 75cm, mustang 9.0 x 40, 75cm) at 17 atm and 18 atm respectively, however, balloon rupture occurred. One of the devices burst longitudinally and the other burst in half. An 8 french sheath was used to snare the balloon outside the patient's body. The lesion was stented with a 10 mm unknown balloon. The procedure was successfully completed. No patient complications were reported and the patient's status is fine.

Event description:
Same case as: 2134265-2012-06498. It was reported that during a percutaneous transluminal intervention, balloon burst occurred. The lesion being treated was located in the cephalic vein. During the procedure, the physician used a 6 french non-bsc sheath. Predilation was attempted with two balloons (mustang 9.0 x 80, 75cm, mustang 9.0 x 40, 75cm) at 17 atm and 18 atm respectively, however, balloon rupture occurred. One of the devices burst longitudinally and the other burst in half. An 8 french sheath was used to snare the balloon outside the patient's body. The lesion was stented with a 10 mm unknown balloon. The procedure was successfully completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the hub section of the device was missing due to a break/dissection of the shaft at 78.9cm proximal to the tip. An examination of the balloon found that a complete balloon circumferential tear had occurred. The tear was located at 14mm distal to the distal edge of the proximal markerband. The shaft was kinked at 14mm proximal to the proximal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).